Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant lot number 100132266 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse®. The batch record review was received and the lot number for radiesse® was confirmed as 100132266 (expiry date 07/2023). A lot search in the global safety database was conducted. After the treatment with radiesse®, the patient experienced a vascular exclusion on the left side of her face. It was urgent. The outcome of the event was unknown. Follow-up information was received on 10-feb-2021: the patients age was confirmed. She was (B)(6) years-old at the time of the event. The patient was injected with a total of 1.3 ml of radiesse®, into bilateral nasolabial folds (reported as nlf), on (B)(6) 2021. The patient had last radiesse® injected, on (B)(6) 2020. Concomitant medication was reported as none. On (B)(6) 2021, two days after the treatment with radiesse®, the patient experienced a vascular occlusion. As a corrective treatment, the patient received bacrim ds, topical antibiotic ointment and dressings. No relevant laboratory tests were performed. The outcome of the event was reported as pending. Due to the provided information the outcome of the event remained unchanged. As reported, permanent scaring was possible and treatment was necessary to prevent a permanent damage. In the opinion of the reporter, the event was related to radiesse®.